Manufacturer narrative:
A different pt was treated on the same machine the day after the incident and no problems were noted with the pt or the machine. The xt125 kits, xts instrument and drug are not indicated or approved for pediatric use.

Event description:
The pt had been receiving extracorporeal photopheresis for two years as treatment for his skin disease. The pt had no history of gut involvement from chronic gvhd. The pt had an indwelling catheter for venous access and had good blood flows from the catheter. During the photopheresis procedure, no problems were noted with the pt's blood pressure. The operator reported, a blood pump alarm in cycle 3 of 3 in the empty bowl mode. The operator had noted this problem with this pt previously and this was the third occasion for the pt in the last two weeks, but never previously noted in the prior two years of ecp treatments for the pt. The operator then administered a 50 ml bolus of saline and then 3 or 4 more modified boluses while the pt was disconnected before continuing the therapy. The operator noted the plasma/return bag was accumulating saline as the bolus process was clearing the air from the pump chambers. A second 500 ml saline bag was nearly empty by the end of the therapy. On the final return, the pt complained of shortness of breath and a distended abdomen was noted on the physical examination. Photoactivation had been completed and the symptoms were noted after completion of the final infusion. No malfunction of the uvar xts photopheresis system was reported to have occurred. The attending physician was contacted, and the pt was taken immediately to the clinic room where a dose of furosemide was administered. Approx 1 liter of urine was voided. The pt was discharged to home approx 1.5 hrs after the clinical event. Minimal blood loss was reported for the pt for this event.